Manufacturer narrative:
Analysis received the unit with a blank display, problem isolated to the interface board. Analysis was unable to test for program alarm anomaly alarm, motor error alarm, excessive no delivery alarm, battery out limit alarm, keypad anomaly or test the operating currents. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 130 mg/dl at the time of incident. The insulin pump will be returned for analysis.